Event description:
Febrile transfusion reaction related to bacterial contamination of platelet product. The platelet transfusion was started at 1240 with vital signs as follows: temperature 98 degrees, pulse 64, blood pressure 109/55. Simultaneously given with the platelet transfusion, his dose of rituxan was started and later a dose of keflex was given. The platelet transfusion was completed at 1315 with no significant change in the patient's vital signs. However, twenty minutes after the keflex was started and two hours after the platelet transfusion was completed, the patient complained of chills, rigors and was found to have a fever of 103.4. Degrees. The patient was given demerol x3, hydrocortisone, ranitidine, benadryl and IV fluids and admitted to the hospital for workup of the fever. Upon admission, a new petechial pruritic rash was noted on the patient's hands, feet and wrists; however, his vital signs showed the patient to be afebrile with no tachycardia or hypotension. The blood bank was contacted about a possible transfusion reaction. Near the time of the report of this suspected transfusion reaction at our hospital, the blood supplier called our blood bank to recall the unit of platelets due to a suspected bacterial contamination. The blood supplier had a report from another hospital of a suspected transfusion reaction in a patient receiving one of the three bags of platelets donated by one donor, of which the second bag was the unit in question at our hospital. At the other hospital, a gram stain of the platelet bag was positive for gram positive cocci. Dose: complete unit. Rituxan and keflex were administered around the time of platelet transfusion.